Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014 the pt was implanted with a 3183 lead. During the procedure, the doctor experienced difficulty implanting the lead due to scar tissue. In turn, the procedure was extended by 45 minutes.